Event description:
It was reported that lancet 33ga 100 count us was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no. 322057 batch no. 6041753. It was reported that expiration date is missing from box.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that lancet 33 ga 100 count us was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no. 322057, batch no. 6041753. It was reported that expiration date is missing from box.